Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device display was found to be blank. The device's system board and display board were replaced to address the issue. The components were returned to the manufacturer's product investigation laboratory for additional investigation. There was no malfunction of the display board or system board noted. The downloaded event log revealed ventilator inoperative alarm conditions caused by a faulty machine flow sensor. The device's machine flow sensor needs to be replaced to address the issue.